Manufacturer narrative:
The lifescan product has been returned to lifescan. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging error 6 issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.